Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. Customer¿s blood glucose (bg) level was 254 mg/dl. Tandem technical support (cts) educated the customer on the proper load process. Customer declined further troubleshooting and follow up from cts.